Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The motor passed the motor test. The device had scratched lcd window, cracked display window corners, battery tube threads, broken belt clip slot, cracked reservoir tube and lip, and missing end cap sticker.

Event description:
It was reported that the customer's insulin pump alarmed several times during prime and insulin squirted out. No further information was provided.